Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error, low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also stated that the battery cap was not loose, cracked or damaged and this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and they may continue to wear pump until replacement arrives. The device will be returned for analysis.